Event description:
In 2006, a doctor informaed kerr corporation that a patient experienced sensitivity from the use of optibond solo plus self etch. As a result of the sensitivity, the doctor replaced the dental restorative filling on the affected tooth.

Manufacturer narrative:
The lot number involved in this incident is the subject of a voluntary recall currently being conducted by kerr corporation- the materials, optibond solo plus self-etch primer and optibond solo plus, were inadvertently reversed in their respective chambers. In this incident a dental restorative filling was replaced as a result of sensitivity caused by the use of this product. This medical intervention incident is considered MDR reportable.